Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device went into backup code c twice.

Manufacturer narrative:
H6 - final analysis found the device functioning in back-up mode. After reprogramming the device, normal device characteristics were observed. All subsequent tests were unable to revert the device into back-up mode.